Manufacturer narrative:
Section a2: corrected information. Section d4 & h4: additional information. Manufacturer's investigation conclusion: the report of superficial damage to the outer silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted and the pump remains in use. The account reported that the patient had their driveline almost entirely reinforced with rescue tape. The vad coordinator reinforced the driveline additionally where the internal portion was exposed. The vad coordinator confirmed that there were no alarms associated with the event. Technical services advised the vad coordinator to reiterate to the patient that if any new alarms occur to switch to battery power. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient's driveline was reinforced with rescue tape. While in-clinic more tape was added to the driveline due to parts being exposed. Vad coordinators confirmed there was no active alarms or alarms in the device history. No further information was reported.